Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 58 events were reported for this quarter. Product return status: 5 devices were received. 40 devices were evaluated in the field. 13 device investigation types have not yet been determined. Event confirmation status: 45 reported events were confirmed. Evaluation results: 45 devices were found to be affected by a bent foot. Additional information: 58 devices were not labeled for single-use. 58 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 58 </noe> malfunction events in which the device was bent. 51 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 61 </noe> malfunction events in which the device was bent. 54 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 58 events were originally reported for this failure mode during the reporting quarter. - 3 events were inadvertently excluded. - 61 reported events are included in this follow-up record. Product return status 23 devices were received. 34 devices were evaluated in the field. 4 devices were not available for evaluation. Event confirmation status 57 reported events were confirmed. Evaluation results 57 devices were found to be affected by a bent foot.